Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: a specific lot # of 10 ml normal saline flushes were causing issues that would not flush into vascular devices (i.e. Accucath, piv). A separate flush was obtained and then it would work. I have a few samples in my office and am able to use them freely off of a device. According to staff on st5, some peripheral ivs were removed because staff couldn't flush them requiring patients to have new ivs placed. This was found because a vascular access rn with ultrasound had inserted an accucath with beautiful blood return and new was in vessel and couldn't flush the IV. With all his might (causing him to shake even) the IV would not flush. Fortunately he did not remove the IV, rather obtained a new flush, and it worked.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1055812. The review revealed one related non-conformance associated with the reported defect. There was an intermittent issue with dry barrels which was resolved at the time of occurrence. Product associated with the defect was held for inspection and the affected material was scrapped. To aid in the investigation of this incident, samples were returned for evaluation by our quality engineer team. Through inspection of the samples, plunger movement difficulty was confirmed. It is possible that the defective samples were a result of the intermittent dry barrels issue during production. The issue was related to a temperature drop resulting in an incorrect dose of supplied silicon. Although the product was held and faulty material was scrapped at the time of detection, it is possible that a limited occurrence of affected material was released prior to detection .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: a specific lot # of 10 ml normal saline flushes were causing issues that would not flush into vascular devices (i.e. Accucath, piv). A separate flush was obtained and then it would work. I have a few samples in my office and am able to use them freely off of a device. According to staff on st5, some peripheral ivs were removed because staff couldn't flush them requiring patients to have new ivs placed. This was found because a vascular access rn with ultrasound had inserted an accucath with beautiful blood return and new was in vessel and couldn't flush the IV. With all his might (causing him to shake even) the IV would not flush. Fortunately he did not remove the IV, rather obtained a new flush, and it worked.